Event description:
It was reported that during final tightening a xia 4.5 blocker crossed threaded and was unable to be fully tightened. The blocker was left in the patient in this state. There were no adverse consequences reported but an unspecified surgical delay did occur.

Manufacturer narrative:
Correction to g4 from 'k142381' to 'k121342'. Received additional device information.

Event description:
It was reported that during final tightening a xia 4.5 blocker crossed threaded and was unable to be fully tightened. The blocker was left in the patient in this state. There were no adverse consequences to the patient.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per xia 4.5 surgical technique: the blocker is inserted with the 4mm blocker inserter, short when the rod is fully seated into the head of the implant. Note: 4mm blocker inserter, short is not to be used for final tightening. Once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is done by utilizing the anti-torque key and the torque wrench. The torque wrench indicates the appropriate torque that has to be applied to the implant for final tightening. Line up the arrow to the line in order to achieve this final tightening torque of 8 nm. Since the device was not returned, an exact cause cannot be established. But probable cause include: cross threading during blocker insertion or final tightening. H3 other text : device remains implanted in patient.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that during final tightening an unknown xia blocker crossed threaded and was unable to be fully tightened. The blocker was left in the patient in this state. There were no adverse consequences reported but an unspecified surgical delay did occur.